Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries were going low more quickly than usual. Customer stated that last week, the batteries were only lastly 3 days. In the middle of the night, the pump alarmed twice saying replace battery. Customer put in a new battery and the pump alarmed again after 3 hours. Customer stated that the battery life is not meeting their expectation. Customer's blood glucose was 16.1 mmol/l at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that the battery was not previously used. Customer stated that the pump was not dropped and there are no unattended alarms. Customer stated this is the 2nd occurrence of the replace battery now alarm without a low battery warning. Customer was advised they may continue to wear the pump until the replacement arrives. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within the specification range. The insulin pump was received with normal operating currents. No unexpected replace battery now alarm noted and the low battery alarm functioned properly. The test reservoir units left matches properly to the units left in the insulin pump quick status screen noted; the low reservoir alarm functioning properly. Unable to verify empty reservoir alarm complaint due to no empty reservoir alarm feature on the insulin pump noted. The insulin pump had scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.